Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, multiple "02 console error" and "03 console error" messages were generated by the aquabeam robotic system. The reported error messages were unable to be cleared after multiple troubleshooting steps were performed, subsequently, the aquabeam console was replaced. At this point, it was observed that the aquabeam conformal planning unit (cpu) froze, not allowing waterjet alignment to be verified; therefore, the waterjet alignment was verified with the ultrasound system throughout the procedure to continue through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation of this event. Functional testing was able to reproduce the reported e02/e03 during priming (50% and 100% respectively). Additional analysis opened up the console and observe the hpp encoder under magnification. The encoder lens observed signs of contamination. The encoder was replaced with a known good and clean encoder and successfully primed at 50% and 100% pump power without the occurrence of e02 and e03. The source of the contamination was identified to be coming from the hpp motor. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and associated aquabeam console/ lot number 21c00936 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104 rev. F, states the following: the current user manual,um0101-00 rev. F aquabeam robotic system user manual states: table 5 system detected errors and faults e02 - console error release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error release foot pedal and click x. If error persists, turn off and turn on console. A similar complaint review for a 12-month period was conducted, which confirmed 12 other similar events have been reported to procept. The root cause of the encoder contamination have been determined to be due manufacturing related issues by a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.